Event description:
The customer alleged they received a questionable total prostate- specific antigen (tpsa) result for one patient on their e-module. The patient's initial tpsa result was 0.017ng/ml and it was reported outside the laboratory. The patient called the laboratory, and the customer repeated the sample. On (B)(6) 2014, the sample was repeated on another e-module and the tpsa result was 3.21 ng/ml. On (B)(6) 2014, the sample was repeated on a third e-module and the result was 3.07 ng/ml. The customer stated they "performed a rectification in reported result". There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The tpsa reagent lot number was 174959. The expiration date was requested but not provided. The field service representative went on site. The field service representative could not find the sample to visually check it.

Manufacturer narrative:
A specific root cause could not be determined. Quality controls and calibrations were acceptable. A general issue with the calibration, system,and reagents was not identified. Instrument performance data was within specification and did not indicate an analyzer issue. As only one discrepant result was reported, a general issue with hardware is unlikely and a pre-analytical issue is suspected.

Manufacturer narrative:
This event occurred in (B)(6).